Event description:
1st day post-op during a bout of significant coughing, pt had a wound dehiscence. Pt was taken back to the or where it was found that the wound closure, which was done with #1 panacrye, had failed. The knots had completely unraveled in the central portion of the running incision. This is in spite of tying ten knots and being absolutely certain that the first two knots were squared.